Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the low impedance values was once the extension was removed, then the impedance values were green and all was good when the paddle was connected to the stimulator. The cause of the impedance issue, appeared to be due to the extension. The impedance issue resolved. It was reported that the ins was successfully implanted. The patient¿s identifying information was reported and serial number of the lead and replacement ins were also reported. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165. Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was a trial patient that was being implanted with a neurostimulator. The patient reported that their therapy dropped to 50% the last few days of the trial which was using a buried surgical lead. Stimulation reduced 50%. They were currently in surgery to implant the implantable neurostimulator (ins) and found "shorts" during impedance testing. Reprogramming from hd settings to ld settings was performed and the consumer was able to get better stimulation in the targeted areas. The extensions looked secure in the wens but they were reseated just in case and impedance testing was redone. The values were low with the lowest values at 340-500 ohms. No further complications were reported.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.